Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that water could not be injected into the balloon as the user attempted to inflate the balloon while using a syringe. The balloon did not inflate.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "step 3 in the directions for use section of the IFU states, "using a needle-less syringe, infuse the specified volume of the sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the value printed bladder for balloon inflation. After the prostatic balloon of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon." (B)(4). The device was not returned.

Event description:
It was reported that water could not be injected into the balloon as the user attempted to inflate the balloon while using a syringe. The balloon did not inflate.